Event description:
Per the clinic, the patient experienced dizziness and facial nerve stimulation. The results of an integrity test in 2009 indicated normal device function. The patient was explanted approx three months later. No information was provided on plans for reimplantation.